Event description:
Information received from the field does not address the patient's clinical status but notes that after the device was implanted, there was a loss of atrial capture and the bipolar atrial lead impedance was >1990 ohms. The pocket was re-opened and the set screw was found to be loose.